Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant procedure, the right ventricular lead exhibited undersensing and high capture threshold. The lead was attempted to be repositioned but the helix would no longer extend or retract. The lead was not used and replaced successfully. The patient was in stable condition.